Event description:
It was reported that a pump alarmed system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed through the event history log, but could not reproduce the reported symptom system error 105. Further evaluation found severed motor mount screws, and a loose motor gear, which most likely contributed to the reported symptom. The motor assembly and the motor mount screws were replaced.